Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient began treatment with vancomycin injection (1 gram, every 5 days, route and duration were not reported) and ceftazidime injection (1 gram, route, frequency and duration were not reported) for peritonitis. Pd therapy was ongoing. The patient was discharged after a week of hospitalization and has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.